Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. The customer's blood glucose level was not provided. No further details or actions were recorded about the resolution or impact of the event.